Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a percutaneous transluminal angioplasty (pta) in the brachial artery using a 5.0 x 80 mm armada pta catheter. The armada balloon did not fully inflate at 8 to 10 bars of pressure. The balloon also did not fully deflate (negative pressure applied for 30+ seconds), but it was able to be removed from the anatomy. Another armada was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported inflation and deflation difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.